Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00423, 9616099-2010-00424, 1016427-2010-00062 and 9610978-2010-00113. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately a month and a half post index procedure the patient had another procedure done to treat an 80% lesion in the left distal common carotid artery. The lesion was eccentric and 50mm in length. The vessel was mildly tortuous and 6mm in diameter. The lesion was pre-dilated. An angioguard was placed and two precise stents were successfully implanted. During post-dilation, with an aviator balloon catheter, it was noted that the patient was less responsive and not speaking. There was a spasm noted around the filter basket. Therefore, the basket was removed. The patient was diagnosed with an ischemic stroke. The patient is still hospitalized with residuals. The patient had a neuro consultation and a medical consultation along with an EKG and echocardiogram. All tests were normal. The patient was enrolled in the (B)(4) with a 90% lesion in the right mid common carotid artery. The lesion was eccentric, mildly calcified and 20mm in length. The vessel was mildly tortuous and 5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise sent was successfully implanted. The patient was discharged the next day.